Manufacturer narrative:
An immucor field representative visited the customer site to investigate some unexpected positive reactivity issues, and subsequently reported the antibody not detected. On (B)(6) 2015, immucor technical support reviewed instrument images submitted by the immucor field representative from the instrument in question.

Event description:
On (B)(6) 2015, an immucor employee visiting a customer site reported an unexpected negative antibody screen when testing on a galileo echo, when tested on (B)(6) 2015.